Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: due to imdrf harmonization, the codes have been updated to the most current coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a motor vehicle accident on (B)(6) 2018, the patient was having perfect tremor control. After the auto accident, the patient started to have right side numbness, tingling, and metallic taste. The patient is tired of not tasting anything but metallic taste. He has been to the doctor's office with a manufacturer representative (rep) and multiple programming changes were made. Since covid, he has not been back to the doctor's office for over a year. The physician recommended turning stimulation off in (B)(6) 2019. With stimulation off, his symptoms did improve slightly but did not go away. He also had sinus surgery and did not improve with the metallic taste. When he had his device tested post-motor vehicle accident, all impedance were normal. MRI was done 1 week post mva and showed all normal and leads were in the same location. The patient reported that he has done research online and found that these events have happened to other patients. It was reviewed to continue working with physician and follow up with physician since it has been over a year.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had their ins explanted and replaced on (B)(6) 2021 with a new percept generator so they could have lower stimulation settings. They received new programming and the metallic taste from their old ins finally disappeared. The issue was resolved without sequelae.

Event description:
Additional information was received indicating the rep was meeting with the patient on (B)(6) 2020 with a hcp to try to help resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinic and rep were seeking references to another movement disorder center, so that the patient could get a 2nd (or 3rd) opinion. The neurology clinic had tried different programming changes, but none were successful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturing representative and a consumer reporting that immediately after the car accident, the patient had numbness and tingling in his upper right extremity. The patient was taken to the hospital where they tried programming adjustments, but this was unsuccessful. The patient was sent to a second hospital for a second opinion. The healthcare professional at this second hospital said his programming was incorrect and they switched him to new settings. Within 30 minutes of leaving the hospital, the patient felt dizzy and the symptoms were still present. He changed his settings back to the original mode. The patient also mentioned that his battery site was 5-10 degrees warmer than the rest of his body. He had an MRI and other tests run at the neurology clinic and was told he may need to be seen by a psychiatrist to "learn to live with his symptoms". The patient believes his system needs to be replaced. All impedances were normal. The patient stated his symptoms persists when ins was off but were worse when the ins was on. The rep wanted to meet with the patient and his neurologist to discuss next steps. The patient claimed he was still having tingling and a bad taste in his mouth. He reiterated he had no issues prior to the accident but seconds after the accident, the symptoms started. There were no reported cracks in the leads. The rep did reprogramming in (B)(6) 2019 but that "didn't change anything". The patient was advised to follow-up with his hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient got in a bad car wreck and got rear ended and patient immediately started having tingling and metallic taste in his mouth on his right side. After going to the hospital he got in to see his dbs nurses and they said his impedances are what they should be. Patient turned the dbs off following the accident but now patient does not want to turn it back on because it feels like its turned all the way up. Patient states he remembers what this feels like from when they were doing the programming of his dbs. Patient states the sensation of it being turned all the way up does not go away, it stays like that even after an hour. The patient asked his nurse if the ins could have been damaged during the car accident because the seat belt was going across it so there was some impact on it. The patient was wondering if its possible something inside the stimulator is screwed up even though the impedances and cat scan were okay. The patients nurses aren't really sure where to go from here, they are sending him to have an x-ray of his neck to make sure he doesn't have a pinched nerve. It was reported to be a sudden change in therapy/symptoms. The patient was asked if they have access to adjust amplitude using his patient programmer and if so, they could speak to their healthcare provider about the option of decreasing amplitude down and then turning the therapy back on. Patient states immediately after the accident he started getting the tingling and metallic taste as well as they started shaking, which may have been due to their nerves. They also felt immediately that the stimulation was turned all the way up which is why he turned it off. The tingling and metallic taste did not go away when they turned stimulation off. When patient turns stimulation on it feels 50 times worse since the accident. Patient asked if it was possible that the device is on even though the patient programmer says its off and it was reviewed that this is unlikely and not expected to occur. Patient further asked about the option of using a voltage detector to see if there is any voltage running through the system when its off and it was reviewed that there is no labeling or safety information on this so it was recommended to not use. Patient was redirected to their healthcare provider. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they have very low settings and was told it would last 3-5 years or 4-7 years depending on who you ask. They are now down to 2.5v right now, and the doctor thinks they will need to get it replaced within the next year at the most. They reiterated the car accident event and reported that he "got out to check on the other car, and then I dropped to the ground and I couldn't stand up like it was turned all the way off and a metallic taste and its not gotten a whole lot better since then". He says "the side effects I'm having are like if you turn it on at first or if you turn it up really high, but they said the impedances checked out fine and the contact points are good". They did an xray and nerve induction test and everything came back normal. Patient confirmed this feeling started a few moments after the car accident. Patient says the stimulat ion was then off right after this car accident until february, and pt then said "it's been off 3 of the last 9 months, yet the voltage is down this low". Patient says the healthcare provider "doesn't think there is an issue with the leads, but I told them "porfanity" based on how I feel". They have an upcoming appointment with their doctor on october 14th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was ongoing. The patient was reprogrammed. The right vim changed from 10+, 9-, 3.5v, 90, 130 to c+, 8-, 2.6v, 60, 160 on (B)(6)2019. All impedances were in normal range. The issue was related to the device/therapy, however, unrelated to the implant procedure. It was suspected that the metallic taste was coming from the right vim electrode with spread into the sensory thalamus. It was also reported that during programming the patient had a hot flash at 2 v. Between 2.2 and 2.6v, the patient improved tremor control. At 2.8, they had a hot flash and they felt the right side of their face was pulling. Left vim settings remained 0+, 1-, 2-, 3+ at 3.8v, 60, 160. No further complications were reported.